Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3137922 where the user narrative was not confirmed. The device was repaired and returned to the user on (B)(6) 2022. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg29-i10. In the event reported, the user stated that the device have no image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is, that the cable breaks, due to repeated use.